Manufacturer narrative:
(B)(4).

Event description:
The complaint states that early sensor expiration occurred. The sensor was inserted into the arm, on (B)(6) 2025. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.